Event description:
It was reported that this right ventricular (rv) lead was found fractured and was switched to unipolar in the clinic. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).